Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-24148. The pt receive 2 model 3186 leads (from the same lot) as part of the his scs system. It was reported the pt experienced ineffective stimulation, surgical intervention was undertaken and the scs system was explanted.